Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. The sample was evaluated and it was observed that the sac was burst as irregular with no missing pieces found. Water was introduced into the inflation lumen and no obstructions were noticed that to impede flow. The exact cause on how and when problem occurred could not be determine. A potential root cause for this failure mode could be user related (example: contact with sharp object)/exposure to petrolatum based products mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation of needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol."

Event description:
It was reported that the balloon on the foley catheter burst and the catheter fell out of the patient. The catheter was reportedly in use for 14 hours when the issue was noticed. The balloon was inflated with 10cc's of fluid and no pieces of the balloon were observed to be missing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the balloon on the foley catheter burst and the catheter fell out of the patient. The catheter was reportedly in use for 14 hours when the issue was noticed. The balloon was inflated with 10cc's of fluid and no pieces of the balloon were observed to be missing.